Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter alleged the patient¿s blood glucose was around 400 mg/dl with diabetic ketoacidosis, large ketone levels, polydypsia, polyuria, extreme drowsiness, difficulty waking up, and confusion on (B)(6) 2013. It was reported the patient discontinued pump therapy and was hospitalized with treatment of intravenous fluids. The reporter noted the pump was experiencing an intermittent power issue related to the alleged health event. Reportedly, there was no damage to the battery compartment or battery cap. It was reported that the pump¿s settings were not recently adjusted by the patient or health care provider. The complaint is being reported because the alleged serious injury was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 25-mar-2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 20-mar-2019 with the following findings: review of the black box data revealed the pump's final basal delivery occurred on (B)(6) 2013 at 10:19 am, followed by reboots. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no damage to the battery compartment. A battery cap was not returned with the pump. A test cap was used for testing purposes. The test battery cap attached securely to pump. No power issues occurred during testing. The pump passed delivery accuracy test and was found to be delivering within the required specifications. The pump was opened with no damage was found to the power circuit. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.